Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. Reportedly the customer is wearing the pump supplies for 3 days. Tandem technical support (cts) informed customer that wearing the pump supplies for 3 days, is off label per the user guide. Customer¿s blood glucose level was 236 mg/dl.